Manufacturer narrative:
The reported event of needle insertion difficulties and a puncture was confirmed. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were both bent at the puncture location. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; slight resistance was noted at the sheath/dilator bend; however, the brk needle/stylet assembly was able to be fully inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulties and perforation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00267. During the procedure, the needle could not be inserted through the introducer. The introducer was removed and a puncture was observed through the sheath and dilator. The device was replaced and the same issue occurred. Upon removal of the introducer, a puncture was observed midway through the shaft of the sheath and dilator. The procedure was cancelled due to unknown patient anatomy. There were no adverse consequences to the patient due to the cancellation.